Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specification. Although an improper technique was identified in the complaint, the root cause could not be determined.

Event description:
The patient reported a variance between the inratio inr results of 4.8, 2.7, 1.9. All tests conducted within 15 minutes. Therapeutic range: 2.0-3.0. Patient reported using same finger for multiple inratio inr tests.